Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00322. It was reported the pt's ((B)(6)) lead was replaced due to a fracture caused by the anchor. Prior to the procedure, the pt reportedly experienced an intermittent loss of stimulation which progressed to a total loss of therapy. No further complications have been reported following the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.